Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of hernia is a know risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use and the cause that contributed to the reported inflation issue cannot be established as the product is not available for analysis. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a herniation near the reservoir and inflation issues. A CT scan confirmed the herniation near the reservoir. The ipp reservoir was removed from the patient and replaced with a new ipp reservoir during the implant procedure. The patient is expected to fully recover following the procedure.